Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s daughter stated that her mother's device is not working but they refused to be connected to patient services for troubleshooting because their new doctor was going to address it. No further complications were reported or are anticipated.